Manufacturer narrative:
Corrected data and additional information: upon further review, it was noted that the usb containing the customer provided movie results were not indicated in the first follow-up report submitted. Also, method code should have been 10 instead of 4112. These report is submitted to correct these. Field below is updated. Section h6: method code: 10. Device evaluation: the complaint lens was observed implanted into the eye with the alleged hair-like foreign material observed attached to the optic zone posterior side of the lens during implantation. The alleged foreign material is then observed to be removed from the eye by the physician. The nature of the foreign material and its origin could not be confirmed from a video evaluation. Per 3rd party lab., a material analysis report was requested for the foreign material and the product was received eag laboratories. Fourier transform infrared (ftir) analysis indicates that the dark fiber is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The complaint issue was confirmed, however it cannot be confirmed if the issue is related to handling or manufacturing, because of the common universal appearance of cellulosic materials, especially fibers, outside of the manufacturing site. The complaint issue "dc-foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 7, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: a usb containing the customer provided movie was received and evaluated. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign substance that appeared to look like a thread was found on the back surface of the implanted intraocular lens (iol) after insertion. The foreign body was removed from the eye. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
If implanted; give date: unknown; requested but not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). This report is being filed on an international device; tecnis toric 1-piece lens, model zcw300 that has a similar device, tecnis toric 1-piece lens model zct300 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.